Manufacturer narrative:
Supplemental submitted as further investigation determined this is a duplicate of medwatch MFR report #0001831750-2013-09075.

Manufacturer narrative:
Chair taken out of service a new chair will be ordered for the customer.

Event description:
It was reported via repair work order that the chair's right arm was broken with exposed sharp edges and was not support patient weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the chair's right arm was broken with exposed sharp edges and was not support patient weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.